Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no non conformances. When the pump was returned to mmdg for investigation, the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR was filed.

Event description:
The initial reporter reported that the pump failed a 40 psi test in their facility. The initial reporter stated that this occurred during testing and had no affect on a patient. No other information about the complaint was provided. [Complaint-(B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no non conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter reported that the pump failed a 40 psi test in their facility. The initial reporter stated that this occurred during testing and had no affect on a patient. No other information about the complaint was provided. (B)(4).